Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported the centrifugal battery would not hold a charge. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.